Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found a clogged spinner sump and improper sample probe positioning. The cse verified and corrected all probe positions and cleaned the instrument to correct the clog. Quality controls were run, resulting within range. The cause of the discordant, hcy and cmv igg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated homocysteine (hcy) result and a discordant, false negative cytomegalovirus igg (cmv igg) result were obtained on two patient samples on an immulite 2000 instrument. The discordant result of cmv igg was reported to the physician(s), who questioned it. It is unknown if the hcy result was reported. The customer diluted the hcy sample and ran it twice on the same instrument, obtaining error messages. The sample was then run neat, resulting lower. A new sample for cmv igg was tested on the same instrument, resulting positive as expected. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, hcy and cmv igg results.